Manufacturer narrative:
(B)(4) follow up. It was reported the packaging and needle were covered in an unidentified substance. As a physical sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation. Four photos were received for evaluation by our quality team. The photos show a packaging blister top web and needle assembly with the plastic shield removed. The top part of the needle has white particles. No other defects or imperfections were observed. A device history record review was completed for provided material number 305180, lot 4270192. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305180. Batch#: 4270192. Verbatim: rcc received a complaint via email. Writer received a defective blunt tip needle from staff. Opened packing and found the inside of packaging and needle to be covered in an unidentified substance. Needle was immediately set aside and not used in patient care. No patients were negatively impacted.